Manufacturer narrative:
(B)(4). Date of event: although the date of the event was unknown, it was reported to have occurred "4 weeks ago" prior to the date of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history record review was performed and revealed no issues that could have caused or contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a heart attack and was hospitalized, coincident with peritoneal dialysis therapy. The treatment for the reported event and the outcome were not reported. Additional information was requested, but the patient refused to answer additional questions on the event.